Event description:
Customer reported that the insulin pump alarmed motor error while he was sleeping. Device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. Blood glucose value is 193 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and a scratched reservoir tube window. The insulin pump had a loud motor noise during the rewind due to a faulty motor. The insulin pump passed the displacement test and basic occlusion test.